Event description:
No info regarding this event: follow-up findings: device received at the device analysis lab with this notation "pt admitted... For replacement and report tubing." And a notation was written, "fracture of tube at interconnection."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. No additional info has been reported to allergan regarding the serial number, the event date, diagnostic testing or additional pt data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."